Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Event description:
This report summarizes 0 events for the failure: fracture.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11, 1 event was previously reported during the reporting quarter; however, - 1 event was reported in error. - 0 previously reported events are included in this follow-up record. Additional information: on 9/19/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to cracked/fractured/broken aseptic battery housing for devices registered under hwe product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to cracked/fractured/broken aseptic battery housing for devices registered under hwe product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. Following is the final vmsr supplemental update for this record: this record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99208. Supplemental rationale: corrected data: h6, h11. 1 event was previously reported during the reporting period. Product return status: 1 device was not returned. Evaluation findings (results/components): 1 device: no findings available / 3221 unable to exclude device problem / 4322. Product disposition: 1 device: product not received. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #: 3015967359-2025-99208. Supplemental rationale, corrected data: b5, h6, h11. 1 event was previously reported during the reporting quarter: however, - 1 event was reported in error. - 0 previously reported events are included in this follow-up record. Additional information. On 9/19/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to cracked/fractured/broken aseptic battery housing for devices registered under hwe product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
This report summarizes 0 events for the failure: fracture.